Manufacturer narrative:
Not available. The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the concerned device was explanted. No further info is available at this time.